Event description:
A md (medical doctor) applied ethyl chloride (local anesthesia) spray to pt's forehead. Once the area dried, the physician turned on an electric cautery device to I&d (incision and drainage) a boil-like abscess. The pt's synthetic hair caught on fire. The fire was doused by a blanket and normal saline was used to saturate the pt's head. A first degree burn was sustained on the top of the pt's ear.